Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-2j tightrope®, batch 15437568, was received for investigation. Visual inspection of the returned device noted that white sutures were torn. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, attributed to excessive force during suture passing, tightening, or tensioning. Per dfu-0147-eo revision 4; g. Precautions: ¿acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft.¿ the complaint allegation is confirmed. Refer to the investigation photos.

Event description:
It was reported that during a surgery when pulling the white strands to tension the graft, the system broke on the loop that is faced to the button. Per complaint reporter there was no harm for patient, operator or third party. No further information provided. Update avoe 18-nov-2025: it was confirmed that the error occurred during an all-inside anterior cruciate ligament surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.